Event description:
It was reported that a new 34" zimmer tourniquet was used for left total knee replacement. Tourniquet time was 1 hour. Upper thigh was wrapped with kerlex padding 4 thickness. When tourniquet was removed fluid filled blisters (3) were present about the diameter of a quarter. No betadine or other prep present. Skin was dry to the touch. The blisters were treated with antibiotic ointment and light dsd post-op.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.